Manufacturer narrative:
During use of the 6/7f mynxgrip vascular closure device (vcd), a patient went to surgery to have a mynxgrip sealant retrieved that possibly embolized down the left leg. The mynxgrip was used to close a femoral puncture that failed and manual pressure was then used. Nurse noticed reduced pulses later in left foot and notified the physician who then called a vascular surgeon to investigate and determined that patient needed to go to surgery. The mynx vcd was prepped according to IFU instructions. The retrograde approach was used for this procedure. The physician was trained to use mynx devices. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no presence of pvd / calcium in the vicinity of the puncture site. There was no pulsatile bleeding of the puncture site immediately noted upon removal of the advancer tube. The embolism retrieve was successful during surgery. The patient's hospitalization was extended for two days as a result of the event. The patient recovered and was later discharged. The device was not available to be returned for analysis. A product history record (phr) review could not be conducted as a lot number was not provided. The reported ¿sealant misdeployment (intravascular)¿ could not be confirmed as the device was not returned for analysis and procedural images were not provided. The exact cause of the intravascular deployment could not be conclusively determined. An arterial occlusion is a known potential complication following an interventional peripheral procedure and is listed in the mynxgrip instructions for use (IFU) as such. An occlusion in the arteries distal to the closure site can be caused by dislodged plaque/thrombus, or it can be caused by the sealant being deployed intravascularly. Occlusions usually require additional intervention, such as thrombectomy, stenting, or surgical intervention in order to restore/improve flow. Based on the information available for review, it is not possible to determine what factors may have contributed to the intravascular deployment and subsequent occlusion since there was not report of sealant deployment issues. However, patient factors and handling factors are possible. The reported occlusion could not be confirmed as an image of the occlusion was not provided, and no determinations can be made. According to the instructions for use (IFU), which is not intended as a mitigation, ¿if the puncture is at or below the femoral bifurcation, or is an antegrade puncture, the balloon may be prepped with a diluted contrast solution (50% contrast / 50% saline), in place of 100% saline in order to visualize the balloon while pulling back to the arteriotomy and to ensure that the balloon properly abuts the arteriotomy. Do not use 100% contrast solution as this will impact balloon inflation / deflation.¿ as warned in the IFU, ¿in addition to the complications noted in the mynx clinical trial, the following potential complications, which may be related to the endovascular procedure or the vascular closure, may occur: allergic reaction, ecchymosis, superficial vein thrombosis, foreign body/local reaction, retroperitoneal bleed, vessel occlusion, pulmonary embolism, or death.¿ additionally, it should be noted that if the balloon is improperly placed (i.e. Secondary to branch vessel or venous valve) during hydrogel sealant deployment, the hydrogel sealant could be pushed into the artery/ vein. Without a lot number to conduct a phr review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective/preventive actions will be taken at this time.

Manufacturer narrative:
Additional information was received and the mynx vcd was prepped according to IFU instructions. The retrograde approach was used for this procedure. The physician was trained to use mynx devices. The femoral artery¿s suitability was verified on angiography or venography (mynxgrip only), including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no presence of pvd (what is that) / calcium in the vicinity of the puncture site. There was no pulsatile bleeding of the puncture site immediately noted upon removal of the advancer tube. The embolism retrieve was successful during surgery. The patient's hospitalization was extended for two days as a result of the event. The patient recovered and was later discharged. The device will not be returned for evaluation.

Manufacturer narrative:
The products were not returned for analysis. A review of the manufacturing records could not be conducted without a lot number. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During use of the mynxgrip vascular closure device (vcd), a patient went to surgery to have a mynx grip sealant retrieved that possibly embolized down the left leg. The mynxgrip was used to close a femoral puncture that failed and manual pressure was then used. Nurse noticed reduced pulses later in left foot and notified the physician who then called a vascular surgeon to investigate and determined that patient needed to go to surgery.